Event description:
Reportedly, this valve was explanted after approx a 9 year, 3 month implant duration due to aortic stenosis and coronary artery disease.

Manufacturer narrative:
Device not returned.